Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-00488. It was reported that the patient experienced ineffective stimulation after a fall. As a result, the patient experienced lead migration (confirmed via x-rays). In turn, the patient underwent surgical intervention wherein both leads were explanted and replaced. Effective therapy was resumed post procedure. Post procedure.